Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic myomectomy, during uterine suture while employing the continuous suture technique, after a few stitches, the body of the pull wire broke. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d3 (MFR name, street1), d4 (UDI), d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one suture and one needle. One needle was received bent one third of the needle length from the swage. The suture was observed to be broken at the barbed section. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Instrument marks were noted near/at the bent site. It was reported that the body of the pull wire broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the needle bent. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.